Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had longevity dropped from elective replacement indicator (eri) to end of life (eol) in two months. This device experienced high power consumption and thus shortened the time between eri and eol. Technical services (ts) consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.